Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter or other sample leakage from the device. This event occurred twice. The following information was provided by the initial reporter. The customer stated: during a blood test on an hiv+ patient requiring the collection of about ten tubes and difficult to prick, from the 2nd tube there was blood flowing along the needle that penetrates the collection tubes and which is covered with a grey elastomer. All the tubes collected were covered with blood on the outside, the collection nurse also had a lot of blood on her gloves and the patient also had blood on her arm. It should be noted that the elastomer was clearly covering the needle well and the leakage appeared to be coming from the needle hub. The incident is isolated but as a precaution the box containing the needles from which the faulty needle was extracted has been discarded and is available for examination if required. This is an isolated incident, but during the discussion with the nurses, they reported other isolated cases of needle leakage penetrating the tube, but in a less difficult context which had not generated any report. Because of the risk of exposure to blood for the staff and therefore its seriousness, the incident was reported to the ansm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-11. Investigation summary: bd had received 38 unused samples for investigation. 10 customer samples along with 10 retain samples were evaluated by functional testing for leakage and the indicated failure mode for leakage with the incident lot was not observed. In addition, 30 retention samples and 30 customer samples were evaluated by visual inspection for illegible laser print on the non patient shield and the indicated failure mode of printing issue was not observed as all samples passed the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter or other sample leakage from the device. This event occurred twice. The following information was provided by the initial reporter. The customer stated: during a blood test on an hiv+ patient requiring the collection of about ten tubes and difficult to prick, from the 2nd tube there was blood flowing along the needle that penetrates the collection tubes and which is covered with a grey elastomer. All the tubes collected were covered with blood on the outside, the collection nurse also had a lot of blood on her gloves and the patient also had blood on her arm. It should be noted that the elastomer was clearly covering the needle well and the leakage appeared to be coming from the needle hub. The incident is isolated but as a precaution the box containing the needles from which the faulty needle was extracted has been discarded and is available for examination if required. This is an isolated incident, but during the discussion with the nurses, they reported other isolated cases of needle leakage penetrating the tube, but in a less difficult context which had not generated any report. Because of the risk of exposure to blood for the staff and therefore its seriousness, the incident was reported to the ansm.